Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019. The manufacturer¿s service technician confirmed the reported light emitting diode(led) issue. The manufacturer¿s service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Alarm led failed. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 05nov2019. Date of report: 06nov2019. The front bezel (membrane/overlay, power, non-english) was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.